Event description:
It was reported that primary surgery was performed 2 years ago. The patient presented an early wound breakdown and ongoing pain, for that reason dr. Tested for infection but no culture has grown, the infection was discarded. After, the patient underwent an arthroscopy procedure in order to inspect the joint, but nothing was found. Moreover, tibial baseplate collapsed into varus post-primary surgery according to the surgeon's xray report. Revision surgery had to be performed. Dr. Aimed for only tibial component revision but after trying to balance the knee, femoral and patella components were also removed and exchanged.